Event description:
A nurse manager reported that during a cataract surgery, a system message displayed that the foot switch was not recognized. After a 30 minute delay to troubleshoot, the procedure was completed with an alternate system. There was no pt harm reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the reported problem. The footswitch interface printed circuit board (pcb) and footswitch cable were replaced. The system was then tested and met all product specifications. The footswitch interface pcb will be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).